Manufacturer narrative:
The product was not returned for analysis. Should further info become available, a follow up medwatch will be submitted.

Event description:
It was reported that the zimmer dough-type bone cement did not dry after mixing. There was no harm or delay reported, and procedure completed with an alternate device.